Event description:
It was reported that during an implant attempt, the lead was attempted and not used because the lead did not make good contact with the target vessel lining. The lead had high impedance and very high pacing threshold. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed.